Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the reason for call was to get MRI information. The patient indicated that their ins was dormant, the battery was dead, the ins was not working, and it would not charge. They indicated that the patient realized there was an issue last week. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the device no longer working was not determined. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device was going to be replaced because it was "no longer functioning." The caller added that the patient had "already met with a manufacturing representative (rep) and they deemed it defective or something." The patient was going to have the device replaced and was inquiring if there was a waiting period for MRI post-implant. Additional information was received from a manufacturer representative (rep). The rep reported that they were not aware that the patient was scheduled for replacement. The had met the patient at the healthcare provider (hcp) office on (B)(6) 2025, to interrogate their implant for the hcp. This was a routine implant check. The patient had a rechargeable ins. The patient did not have their ins, patient programmer, or patient communicator charged for their appointment, so the rep was unable to interrogate the implant. The patient went home to charge their devices, and the rep spoke with them again on friday 2/14. The patient had an MRI scheduled on saturday 2/15 and wanted help putting their implant into MRI mode. When they spoke with the patient on friday the patient did have their devices charged but since the patient¿s implant had not been charged for an extended period a por occurred, and they were not able to communicate with the implant. The rep explained to them that they would have to make a follow-up appo intment with the hcp to have the implant reprogrammed. They were not able to put the device into MRI mode, but they were able to communicate with the implant which seemed to operate as expected. The rep noted that in their discussion with the hcp regarding this patient, compliance and cognitive ability were factors in their ability, or lack thereof, to manage their implant.